Event description:
Thermachoice device was opened carefully and handed to surgeon. When surgeon tried to inflate balloon an adhesion was observed which prevented the balloon from fully inflating. The device was deemed faulty and taken off the field without having any contact with patient.